Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -10.75 percent. There was no patient involved.

Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. Three separate delivery accuracy tests were performed. The customer reported product problem regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. As a preventative measure, the expulsor assembly was replaced to bring the delivery accuracy closer to nominal range.